Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced a red heart alarm. Pump stoppages were confirmed in the system controller event log history. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.